Event description:
Complainant alleged that while attempting to treat a pt (age and gender unknown) in cardiac arrest, the device inappropriately shut down. Complainant indicated that the clinician switched the power back on and the device inappropriately shut down again. The battery was changed and the device inappropriately shut off. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.